Event description:
During an initial implant procedure on (B)(6) 2024, it was reported that the right atrial (ra) lead was over-sensing noise. There were no consequences to the patient. The ra lead was not installed, and a new ra lead was successfully implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of lead noise was not confirmed. As received, a complete lead was returned in one piece. Analysis was normal. No anomalies were found.